Manufacturer narrative:
One smiths medical cadd®-solis infusion pump was returned for analysis in a good condition. Three separate delivery tests were performed and revealed that all tests were outside the pump's delivery accuracy specification. The root cause was found to be the expulsor and will be replaced. Based on the evidence, the complaint was confirmed.

Event description:
Information was received indicating that a smiths medical cadd®-solis infusion pump over-infused. No further information is available and no adverse effects were reported.